Event description:
It was reported that the pump was replaced for "end of service". During the surgical removal and the replacement of the patient's pump, they discovered that the catheter had migrated. The patient "did ok" following surgery.

Manufacturer narrative:
Results: used for the catheter.